Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00597909532 patella reamer blade with pilot hole 32 mm diameter single use only (B)(4). 00111314001 palacos rg 1x40 single (B)(4). 00111314001 palacos rg 1x40 single (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing, cat#: 42512400510 lot#: 63032666; persona tibia cemented 5 degree stemmed, cat#: 42532006701 lot#: 63043485; persona posterior stabilized standard femoral, cat# 42500606201 lot#: 63026364. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05032, 0001822565-2017-05033, 3007963827-2017-00254. Remains implanted.

Event description:
It was reported patient underwent left knee arthroplasty, subsequently patient has experienced pain, stiffness, weakness, and instability following implantation. Attempts to obtain additional information are in progress however, no further information is available at this time.